Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery was found to have high impedance.

Event description:
The device was reading a battery voltage below the elective replacement indicator. When the software was loaded an observation stated that elective replacement system is imminent. The device was explanted and replaced. No patient complications have been reported as a result of this event.